Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced blood glucose (bg) of over 600 mg/dl. The cause of the elevated bg was unknown. A bolus via the pump and a manual injection was administered to address bg. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.